Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was displaying an e5 error code. A functional assessment was performed and the device failed operational specifications. It was observed that the device had a cracked flex circuit and a worn out motor. It was further determined that the cause of the e5 error was due to a worn out motor which was consistent with normal wear over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The contact¿s phone number was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a transforaminal lumbar interbody fusion (tlif) fixation surgical procedure, it was discovered that the motor device would not work and an e5 error code was displayed on the console device. There was a ten minute delay to the surgical procedure. An identical spare device was available to complete the surgery successfully. It was reported that there was no allegation of malfunction against the console device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.